Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim pt had lr bolus ordered for fluid replacement, rn calculated the fluid replacement. 400cc bolus to be given with am meds along with a dose of potassium phosphate 9mmol. Potassium phosphate spiked and positioned above the primary lr bolus bag. Lr bolus programmed at 999. Plan was to program the secondary infusion of potassium phosphate after the lr bolus completed. This author at bedside charting and assessing patient when patient stated "are you giving me potassium or something? It burns?) This author looked at the patient's IV site and then at the IV infusions on the alaris pump and noted that both infusion sets were dripping at the bolus rate of 999 thus infusing near the entire infusion of potassium phosphate. IV potassium phosphate was immediately clamped and patient was assessed for chest pain, hr, auscultation of heart tones, pulses, orientation, and skin color. Vs were taken. Pharmacy called, surgery service called, clinical engineering and clinical risk were paged, charge nurse notified, nursing direct.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
There is a photo received from the customer, but this photo could not verify the functionality of the tubing. No physical sample is available. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.